Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl; cause was unknown. Juice and peanut butter were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6)2019 was 194 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) of 40 mg/dl was entered into the pump by the user on (B)(6)2019 at 2:47:25 am. Blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) on (B)(6)2019 from 1:57:43 am to 3:02:44 am. Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6)2019, user made a bolus request of size 8.9 units, approximately 3.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.